Event description:
It was reported that a malfunction occurred, indicated by a code labeled malf 12. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue reappears, which the customer acknowledged and understood.